Event description:
A report was received that the patient had a small skin infection at the pocket site. The physician prescribed oral antibiotics. It was reported that the infection was procedure related. The patient was reportedly doing well after the treatment.